Manufacturer narrative:
Upon receipt at our (B)(4) laboratory a thorough analysis was performed. The complete lea was returned and both tines were intact with no signs of damage. After analysis the allegation could not be confirmed, the lead passed all mechanical and electrical testing.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this patient was hospitalized. Their device was interrogated and found that the left ventricular (lv) lead was dislodged. As a result, the lead was successfully explanted and replaced with a new lv lead. No additional adverse patient effects were reported.